Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the ring was damaged. Customer also stated that the reservoir was unable to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with excessive glue on the inside of the retainer ring preventing a reservoir from being placed into the reservoir tube lip. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to excessive glue on the retainer.